Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection, clear passage testing and functional testing were performed. During the clear passage test it was identified that there was a blockage between the high pressure tubing and the luer lock assembly. Upon closer inspection it was found that the blockage was caused by solvent. An fourier transform infrared spectroscopy determined that the material was acrylic and methacrylic polymers. The origin of the material could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore non-dehp catheter extension set had no flow. It was stated that the unknown catheter was able to be flushed; however the luer lock of the catheter extension set would not flush as there appears to be an air pocket. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.